Manufacturer narrative:
Check foreign box. Change: from: (B)(4), to: (B)(4).

Manufacturer narrative:
The spill was cleaned up according to the defined laboratory protocol. A field service engineer (fse) cleaned the bellows drain line. The issue was resolved. Repairs were verified per established procedures. Root cause is associated with clogged bellows drain line.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak (blood) in the coulter lh750 hematology analyzer. The blood was seen coming from the bellows. The customer was also received a bellows not draining. The use was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eyewear protection at the time of the incident. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint.